Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. It was reported that the pt experience angina (chest pain) approx 6 months after the stent was implanted. Restenosis was observed in the stent and additional medical intervention was performed. There was no reported device malfunction at the time of the stent implant. Restenosis, as noted in the instructions for use (IFU), is a known adverse event associated with coronary stenting. Angina is listed in the IFU as a potential pt effect. These known pt effects are not necessarily an indication of a product quality issue.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that the pt had a pixel stent implanted in 2006, to treat a dissection caused by another company's balloon catheter. A follow-up coronary angiogram was scheduled for the next six months; however, because the pt complained of chest pain, the coronary angiogram was performed one month earlier. The angiogram revealed 90% restenosis of the pixel stent. The stenosis was treated with another company's atherectomy device. No additional event or pt info is available.